Manufacturer narrative:
The c501 module serial number was (B)(6).

Event description:
The initial reporter complained of instrument alarms and a discrepant low result for 1 patient sample tested for na electrode (na) on a cobas 6000 c (501) module. The initial result was 89 mmol/l. The repeat result was 128 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The na electrode lot number and expiration date were not provided. The field service engineer (fse) found the electrode stack was pulling air and the electrodes were not completely seated. The fse reseated the electrodes and observed a greater amount of fluid being pulled through the electrode stack. Calibration, precision, and qc all passed. The investigation determined the service actions resolved the issue.